Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a false positive architect bhcg result of 2200 miu/ml on a patient who repeated negative at <1.2 miu/ml. The patient was a young woman being treated for chrohn's disease. No impact to patient management was reported.